Manufacturer narrative:
The reason for this revision surgery was the result of chronic patient dislocations and the subsequent disassociation of the stem/shell. The length of time in-vivo is unknown since no original surgery date was provided or determined. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event occurred. There was a 3 hour delay in surgery, the reason for the delay was not reported. Another suitable device was available for use, and the revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm a part/lot number or any information identifying the date of the original surgery. Information was not provided that definitively identified a root cause for the dislocations and subsequent stem/shell disassociation. This event is deemed to be non-product related and is attributable to chronic dislocations suffered by the patient. Factors un-related to the implants that may contribute to a dislocation are: degenerative tissue, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's shoulder chronically dislocating and the eventual disassociation of the stem/shell.